Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a printer issue, unit prints 1 or 2 automatic strips and would stop, would not respond to the "push" button print even though the button lit up/clicking sound. The unit would not respond to the preference button when selecting the different hourly print settings, the paper was also changed differed times. The customer also manually clicked the button next to the paper insert to see if it would run and it does run fine, just would not print the strip. There was no report of patient injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp, and no repair information nor status of the iabp has been received. Getinge does not and will not be servicing this unit.

Event description:
N/a.